Event description:
Kimberly-clark received a report stating, "the syringe stuck, resulting in a dural puncture. The patient received a blood patch after a dural puncture and was discharged the same day in good condition. There has been no additional medical follow-up or issues as a result of the dural puncture." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
This incident was likely associated with the lor syringe, which is supplied by (B)(4), that is included in the kimberly-clark pain management tray referenced in the report. (B)(4) initiated a product advisory notice on august 23, 2013 (z-2274-2013) indicating that their 7 ml epilor plastic luer-lok lor syringe may stall or stick when traveling within the barrel of the syringe. Kimberly-clark initiated a product advisory notice for all customers who purchased pain management kits that contain this lor syringe, including the reporting facility, on (B)(4) 2013 (FDA district notified and awaiting issuance of z#). Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.